Event description:
It was reported that "revised due to patient noncompliance, so was not getting any flexion or full extension".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The hospital did not return the explanted device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.